Event description:
During index procedure, patient had one endeavor sprint drug-eluting stent implanted to the lad. The following day the patient suffered a mi. Investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Evaluation conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).